Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis the service repair technician indicates that chip adhesive around light guide lens and corrosion on server plug-in were found. It was determined that the adhesive needed to be replaced. There was no patient involvement.